Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the supera peripheral stent systems instructions for use (IFU) as a potential adverse effect of peripheral percutaneous intervention. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional patient effects reported in the article are captured under separate medwatch report. Attachment article titled "endovascular treatment of femoro-popliteal disease with the supera stent: a single center experience" b2: date of death will be estimated as (B)(6) 2016 as follow up was performed at 1 month post procedure. B3: the date of procedure will be estimated as (B)(6) 2016 as this is the date wherein patients consented to study participation between january 2016 to december 2023. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article aimed to evaluate the clinical and procedural outcomes of biomimetic stent implantation in patients with femoropopliteal atherosclerotic disease, focusing on patency rates, procedural success, and major adverse limb events (male). 294 patients with femoropopliteal stenosis or occlusion treated with the supera stent from january 2016 to december 2023. Patient effects documented included: death. The article concluded supera stents provide high patency rates and favorable clinical outcomes in complex femoropopliteal lesions. However, lesion complexity and occlusion length significantly impact long-term success. The findings highlight the importance of careful patient selection and lesion assessment for optimizing endovascular treatment strategies in pad management. Details are listed in the attached article, titled ¿endovascular treatment of femoro-popliteal disease with the supera stent: a single center experience.¿ no additional information was provided.